Event description:
This complaint was received via maude event report. The complaint states the tip (approximately 16 cm) of the arrow marked swg was retained in the patient's left internal jugular after it was unable to be threaded at te time of insertion. The patient's vasculature was noted to be previously occluded proximally. The wire is designed to be less rigid at the insertion end, however, this may rigid in nature for insertion. No additional information is available.

Manufacturer narrative:
(B)(4).